Manufacturer narrative:
Result code: a conclusive root cause could not be determined for the stent dislodgement. Eval summary: quality assurance analysis revealed that the sds was returned without blood visible. There was crystallized contrast visible in the inflation lumen and balloon. The stent implant was dislodged proximally from the balloon and stationary. The distal end of the stent implant was located over the proximal seal. There were two struts in the first row of proximal struts that were flared. There was no other damages noted to the stent implant. The balloon was loosely folded. There were light crimp marks visible on the balloon between the markers. There was a tear in the guide wire exit notch for a length of 1 cm. There were two kinks in the hypotube 62 cm and 77.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. The stent implant outer diameters were measured and did not meet manufacturing criteria. They were oversized. Product performance engineering reviewed the incident info. The cine for this incident was reviewed and noted a stent visible in the posterior descending artery (pd) adjacent to the tight lesion, but no flow observed where the stent was present. Then, the stent was subsequently removed from the pt and flow was restored. The analysis confirmed that the stent implant was dislodged proximally from the balloon and located on the shaft adjacent to the proximal balloon seal. Although no damage was reported during product inspection prior to use, there were flared struts observed on the proximal end of the stent. Damage to the proximal end of the stent is most consistent with an interaction between the mounted stent and the tip of the guiding catheter and/or rotating hemostatic valve (rhv) during retraction of the device. The presence of crystallized contrast visible in the inflation lumen and the partially inflated balloon is consistent with the reported info that the device was prepped for use and pressurized during the procedure. There were crimp marks evident on the balloon and between the markers, suggesting that the stent had been originally positioned correctly and securely at the time of manufacture. In this case, dimensional analysis found that the outer diameters of the returned stent were slightly oversized, however, this likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon. Stent dislodgement may be affected by numerous factors including, but not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative, pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion and/or accessory devices. Reportedly, the lesion was moderately tortuous and moderately calcified, which likely contributed to the difficulties experienced. In this instance, based on the info received with this complaint and the returned device analysis, the difficulties experienced appear to be related to circumstances of the procedure, however, no conclusive root cause can be determined. The analysis also noted tearing of the guide wire exit notch and two kinks located in the hypotube of the sds. However, the tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the stent delivery system in an opposite direction as the guide wire. Also, the kinks likely occurred as a result of handling during or after the procedure or possibly due to packaging for shipment back to abbott vascular for analysis. These damages do not appear to be related to or have contributed to the reported stent dislodgement. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that after pre-dilatation of the lesion, the mini vision stent delivery system (sds) was advanced into the lesion and inflated; however, the physician was not satisfied with the results. The sds was retracted and it was noted that the stent implant was hanging over the shaft of the sds. The stent had dislodged down the balloon during intervention. Another mini vision stent was used to complete the procedure. Reportedly, there were no pt effects. No additional event or pt info is available.